Manufacturer narrative:
(B)(4).

Event description:
A physician was attempting to use a 2.25mm diameter x 26 mm length resolute integrity drug eluting stent to treat a moderately calcified lesion in the lm/lad of a patient. The plan was an intentional 2-stent step-crush treatment of a lad/d1 bifurcation. The diagonal and lad were both pre-dilated with a 2x12 mm balloon at 12-16 atm. Wires were placed in the diagonal and lad. The physician 'parked' a 2.5x20mm balloon in the lad distal to the bifurcation before advancing the resolute integrity stent so that this balloon could then crush the protruding part of the stent in the prox lad as per standard step crush protocol. On attempting to deliver the resolute integrity stent to the diagonal, it would not advance beyond the proximal lad, so it was withdrawn into the guide catheter and the prox lad was pre-dilated with the 2.5mm balloon, which was then repositioned distal to the bifurcation. On attempting to redeliver the stent to the diagonal, it advanced slightly further, just reaching the proximal part of the diagonal but again would not advance further. It was on the attempts to retrieve it again to allow further pre-dilatation that the resolute integrity stent became stuck. It withdrew slightly such that the distal end of the stent/balloon was back in the prox lad (with the prox end in the lms) but would not come back further. The physician reported the sensation that the catheter was stretching, as the physician was pulling back the stent hub from the o-ring/y-connector, but could see that the balloon and stent were not withdrawing on the angio image. The physician was attempting to withdraw the stent with more force than would normally have to use. The physician tried to deeply intubate/advance the guide catheter over the prox stent edge in the lms but the guide would not advance and he became concerned that all this was doing was causing longitudinal stent compression which would only hamper further attempts to withdraw the stent. He then pulled very hard on the stent delivery catheter which came out intact, but appeared stretched. The stent was no longer on the balloon and there was angiographic evidence of the undeployed stent extending from the lms into the lad. The diagonal wire was removed with the delivery catheter. As considerable traction had already been used without success, the physician thought that his chances of snaring and retrieving the stent were low, so elected to crush it into the wall of the lms and lad with overlapping non-medtronic 3.0x28mm stents from the lms ostium into the lad, and 2.5x28mm stent overlapping distally in the lad. Stent deployment resulted in occlusion of the diagonal. The patient status was reported to be well.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device or cine images received for review); related to operation context (likely that the stent dislodgement, catheter stretching and side branch occlusion resulting from the dislodged stent are related to the use of the device during the procedure); inherent risk of procedure (stent embolization (dislodgement)); patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion); failure to follow instructions (force used). Conclusion: operational context contributed to event (likely that the stent dislodgement, catheter stretching and side branch occlusion resulting from the dislodged stent are related to the use of the device during the procedure); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion); known inherent risk of procedure (stent embolization (dislodgement); user error contributed to event (force used); unable to confirm complaint (no device or cine images received for review). (B)(4).

Event description:
Device evaluation: the device was returned to medtronic with guide wire was present in the inner lumen. The stent was missing from the balloon. Crimp impressions are visible on the balloon. Bunching and twisting of the distal shaft was noted to extent 6cm distally from the guide wire entry port. The guide wire was stuck in the shaft and could not be removed. Stretching and twisting of the transition tubing was noted for a distance of 14cm proximally from the guide wire entry port.

Event description:
Ivus procedural images have been received. There were reviewed by the vice president of medical affairs at medtronic. It was not possible to identify the reported dislodgement from the images provided. The images provided no insight into the root cause of the reported dislodgement.